Manufacturer narrative:
H3,h6: the manufacturing representative (rep) went to the site, tested the imaging system, and replaced the hand switch. Everything passed. H3,h6: the component was returned to the manufacturer for analysis. The reported complaint, ¿worn hand switch,¿ was confirmed. The hand switch was installed into test system, which booted and readied successfully. Multiple 2d and 3d images were acquired, and the store buttons functioned as expected. No functional fault was found. Visual inspection showed that the outer cable jacket had a small nick, was scratched, and slightly overstretched. All wire insulation remained intact, with no conductive surfaces exposed. The issue is identified as a worn assembly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6) rev. E, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the hand switch looked stretched and potentially damaged. There was no patient involvement.